Manufacturer narrative:
There are previous complaints on the device not related to this issue. Testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr #2024-018 had been initiated to address the discrepancies. This pump underwent routine maintenance testing by "intuvie" provider where it was detected that the air-in-line sensor had failed overnight burn-in test, air in line alarm went off before it could complete 1000ml infusion. The pressure sensor after repairing and retesting it was found that the pressure sensor had also failed during the burn-in test. Replacing the air-in-line and the pressure sensors confirmed to have successfully addressed the issues. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).

Event description:
On (B)(6) 2024, znyo medical received a report that during the preventive maintenance (pm), air-in-line sensor failed overnight burn-in test, air in line alarm went off before it could complete 1000ml infusion test. The pressure sensor after repairing and retesting it was found that the pressure sensor had also failed during the burn-in test. No patient injury/harm reported.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 complaint remediation. Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, the failure value is unknown. A review of the device's serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined be an out-of-calibration condition. The issue was successfully resolved by recalibrating. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).